Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the battery pins, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was retuned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. There was no patient use associated with the reported issue.